Event description:
It was reported that during an unknown procedure, pse60a: when the surgeon pushes the trigger button, the knife blade of the device did not go forward. Pse45a: after firing, knife did not come back well. So he used reverse button. Ecr60d: when the surgeon tried to fire, the cartridge didn't hold tissues properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information requested and received: just for clarification of your answer regarding the formation of the staples. Were the staples malformed in the middle of the staple line? At the middle line from proximal to distal staple line just for clarification of your answer regarding "the cartridge didn't hold tissues properly." Your response was: no, cartridge was hold tissue. Does this mean that there were no issues with cartridge? No, cartridge was hold tissue but just not hold properly as I listen from or.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not available: just for clarification of your answer regarding the formation of the staples. Were the staples malformed in the middle of the staple line? Just for clarification of your answer regarding "the cartridge didn't hold tissues properly." Your response was: no, cartridge was hold tissue. Does this mean that there were no issues with cartridge? Additional information requested and received: for the pse60a devices that were reported, did the same issue occur with all four devices? Yes. If not, please describe each separately. Can you please clarify what was meant by ecr60d: when the surgeon tried to fire, the cartridge didn't hold tissues properly? No. Cartridge was hold tissues. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Middle at the staples. If yes, was the staple line complete? Don¿t know. Did the device cut? Don¿t know if yes, was the cut line complete? Don¿t know. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the ecr60d used with the reported pse60a? Yes. It is gold reload for echelon 60. The analysis results showed that one ecr60d reload was received unfired and in good visual conditions. The returned reload was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during the functional testing. No short cut or absent cut were noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.